Manufacturer narrative:
In a good faith effort response from the customer received, it was confirmed that the replacement switch printed circuit board assembly (pcba) had been received and installed to resolve the issue. The customer confirmed that the device was back in service. The replaced switch pcba will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not functioning. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device would not enter diagnostic mode when attempting to use the accept check button. The rse advised the customer that the latest version of the service manual was version t. The customer biomedical engineer (bme) reported that the device was operating as expected aside from the accept button. The rse provided the bme with the part information for the switch printed circuit board assembly (pcba). In a good faith effort (gfe) response from the customer received on 29jan2025, it was confirmed that the replacement switch pcba was ordered but had not been received yet. The investigation is ongoing.